Event description:
Reportedly during preparation of the absolute pro when the stylet was removed, the stent became unsheathed. No clinically significant delay in procedure was reported. Another absolute pro of the same size was used to complete the procedure without further incident. The device was not used in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been returned for evaluation. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the self expanding stent system (sess) was returned with blood on the handle, consistent with handling. There was no saline visible. The stent implant was returned dislodged from the sess, likely due to additional handling during packaging for return to abbott vascular. There was no damage noted to the stent implant. The distal sheath was in the distal position and not retracted. There was a kink in the shaft 5 millimeters distal to the strain relief tubing. The shaft was torn at the kink. The kink and tear are also likely due to handling/packaging for return. There was no other damage noted to the sess. The stylet was returned partially inside the guide wire lumen. After opening the handle, the rack was observed in the distal position and not retracted. All the internal mechanisms were intact with no damage noted. Potential factors for premature deployment include, but are not limited to, kinks in the mandrel, kinks in the inner lumen of the sess or incorrect removal technique. It may be possible that the tip of the catheter was inadvertently grasped and pulled during removal of the stylet. The absolute pro instructions for use provides the following instructions: holding the tip mandrel in place, inject saline into the lumen through the proximal luer fitting at the end of the housing assembly. Flush until fluid is observed exiting at the end of the sheath near the distal end of the stent. Hold the distal tip of the delivery system. Do not hold the stent area. Gently twist and pull to remove the tip mandrel. If the tip mandrel is not easily removed, do not use the device. A review of the finished product lot history record did not reveal any nonconforming material records for this lot. Additionally, a query of the complaint handling database was performed and there have been no similar incidents reported for this lot. There is no indication of a product quality deficiency. During production all sheathed stents are 100% visually inspected for stent location between the markers and verification that the stent is fully covered within the distal sheath. Production also inspects all shafts visually 100%.